Event description:
Customer contacted saalt on (B)(6) 2023 to explain that they claimed they had trouble removing their saalt cup on their own and chose to seek medical care. They said they had been using their cup since (B)(6) 2023 and that when they attempted to remove their cup in the morning on (B)(6) 2023, the cup stem broke. They said they could not get it out on their own so they went to the doctor. Saalt followed up asking for details about their cup including the lot number and where they purchased their cup. Saalt also requested their address, date of birth, phone number, and more information about the incident. Customer responded on (B)(6) 2023 and provided the information saalt requested including their cup type, where they purchased it, the lot number, and their removal methods. The customer attempted to remove their cup after they had been up for about 20 minutes. They said they could only reach the stem and then the stem broke so they were unable to remove it on their own. They said they could not pinch the cup to break the seal. The doctor removed it and said the cup was positioned very high in the vaginal canal. Saalt issued a refund on (B)(6) 2023. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Saalt followed up asking for details about their cup including the lot number and where they purchased their cup. Saalt also requested their address, date of birth, phone number, and more information about the incident. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.